Manufacturer narrative:
Evaluation summary: the product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaints of glare/starbursts. There have been no other complaints reported in the lot number. Additional information was received by phone on (B)(4)2014. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported 5 years following bilateral intraocular lens (iol) implants, she avoids driving due to glare and starbursts. She reports her ophthalmologist recommended she has bilateral yag laser capsulotomies. In a follow up a nurse reported the ophthalmologist recommends bilateral yag laser capsulotomies for posterior capsular opacification (pco) to assist with the symptoms of glare. There are two medical device reports for this event. This report is for the right eye.